Event description:
On (B)(6) 2010, this pt underwent endovascular treatment for an abdominal aortic aneurysm with a system of gore excluder aaa endoprostheses. The pt tolerated the procedure. On (B)(6) 2013, the physician reported that the pt underwent re-intervention for a proximal type I endoleak, reportedly caused by "slippage" of the device(s). An endurant cuff was placed proximally. No aneurysm enlargement was reported. No further details were provided.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder endoprosthesis instructions for use (IFU) states, adverse events that may occur and/or require intervention include: endoleak.